Event description:
A physician reported that a pt was treated on 6/3/97 in the vermillion border. During the treatment, the needle became completely separated from the syringe. Collagen material splattered onto the face of the pt, injector, observing nurse and company representative. Treatment was discontinued and resumed with another syringe. No injury occurred to the pt, but collagen material got into the eye of the observing nurse who has a history of allergy to collagen. The material was immediately washed out of the eye with water and no additional problems were immediately apparent. The injector believed that the needle was not secured tightly onto the hub of the syringe.